Event description:
It was reported that this device burned a fiber during a procedure and was determined that the fiber optic cable had been burned out due to misuse by the user. The procedure was completed with low power instead. There was no report of patient complications.

Manufacturer narrative:
Block e1 initial reporter's address 1: (B)(6). The console was not returned for analysis; however, it was serviced on site by a field service engineer (fse). The reported event of low power was not confirmed. It was confirmed that the power levels improved after stripping and trimming the burned section of the fiber tip. The condition of the blast shield and the internal lenses of each brick were also checked and found to be in good condition. Beam alignment and centering were verified, including near and far alignment tests. The equipment's performance was confirmed using a service fiber that the power levels were within manufacturer's specifications. And the user received a detailed explanation of the proper use of the laser and fibers, along with recommendations to use a microscope for fiber inspection and appropriate tools for stripping and cutting. Based on the information available, the investigation conclusion code assigned was device problem excluded.

Manufacturer narrative:
Block e1 initial reporter's address 1: (B)(6).

Event description:
It was reported that this device burned a fiber during a procedure and was determined that the fiber optic cable had been burned out due to misuse by the user. The procedure was completed with low power instead. There was no report of patient complications.